Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. A manual injection was administered to address bg. A system check was performed and air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out to address the issue. Subsequently, it was reported that the customer "overcorrected" when administering injection and delivered too large of a bolus resulting in a low blood glucose (bg) of 50 mg/dl the customer drank juice and consumed "sugary snacks" to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.